Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured. The event occurred during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. A follow-up medwatch report will be submitted if additional information becomes available. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.